Event description:
It was reported that the stylus touch pen was not interfacing with the programmer screen correctly when using it for device set up and tests. It was further noted that it was not possible to make any changes to the electrogram size and configuration when used in the analyzer. The programmer and the analyzer were returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus and the screen were not interfacing correctly, and it was further noted that selections were unable to be accurately made from the analyzer screen due to the stylus/overlay alignment and therefore the overlay assembly was replaced and calibrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).